Event description:
Complainant alleged that while attempting to analyze the heart rhythm of a (B)(6) year old male pt the device failed to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.